Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke and detached. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.